Manufacturer narrative:
The device was explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was a non-user and that the device was explanted. The patient has multiple disabilities and requires to undergo MRI examination routinely. Device explantation surgery has taken place, but the date is currently not known.